Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device change out procedure, fluoroscopy revealed externalized conductors on the right ventricular lead. All electrical measurements were normal. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition.